Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse was unable to calibrate the touch screen. After checking several times, the same error continued to occur. The fse replaced the display monitor to video gen board kit. The issue was resolved and the iabp was ready to use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) power test fail #6 alarm. There was no patient involvement.